Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced extreme and chronic pain, erosion, infection, additional surgeries, disability, hardening, recurrent incontinence and worsening dyspareunia. Product was used for therapeutic treatment. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced extreme and chronic pain, erosion, infection, additional surgeries, disability, hardening, recurrent incontinence and worsening dyspareunia. Associated mdrs: 1018233-2013-00398 and 1018233-2013-00399.

Manufacturer narrative:
(B)(4).